Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported no further troubleshooting was performed related to the battery not holding a charge. The rep confirmed the neurostimulator could still be read with the cp app, but when a task was required, the app shut down. The rep confirmed the patient told them they turned the device off prior to the cardioversion procedure. The neurostimulator was replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient had a cardioversion on (B)(6), following this they were unable to connect using the communicator or the recharger. The rep wasn¿t contacted prior to the procedure and the device wasn¿t put into a cardioversion setting but was turned off before cardioversion. The rep spoke with the patient on (B)(6) who stated they were able to charge normally, but they called back on (B)(6) and said the device charge had completely depleted as of this morning. The patient was still able to charge normally and use the patient programmer to communicate normally, but it was no longer holding a charge and there was difficulty charging the implant. The rep worked with the patient, and they were able to charge and turn therapy on with the remote. The rep advised the patient to charge again and see what happened. On (B)(6) the rep connected to the implant with the clinician tablet, and it displayed a message that said device status device had unexpectedly turned off. When attempting impedance test the tablet displayed a message that said, 46c361ab communication with the neurostimulator failed. The caller was able to turn therapy on but each time the caller navigated to another screen on the tablet it displayed a message that said device status device has unexpectedly turned off. The caller provided the following charging information from the tablet log: (B)(6) ins charged from 0- 90% duration of charging session 1.1hours (B)(6) 1 ins charged from 0-10% duration of charging session 4min (B)(6) ins charged from 10-30% duration of charging session 43min (B)(6) ins charged from 30-80% duration of charging session 44min (B)(6) ins charged from 0-100% duration of charging session 1.8 hours (B)(6) ins charged from 0-60% duration of charging session 53min (B)(6) ins charged from 60-80% duration of charging session 19min (B)(6) ins charged from 30-80% duration of charging session 38min recharge interval calculation indicated that the ins would depleted in 0.3 days the patient's therapy parameters are l vim 0.5ma c+ 1b- 2b- pw: 60us rate:160hz the caller reset the ins with the clinician application reset command. The caller then connected to the ins and the system displayed the same message indicating that therapy had unexpectedly turned off. The rep connected to the ins with the patient handset and it displayed a message that said, therapy has been turned off 2718. The rep turned therapy on and then when the rep navigated to another screen the handset displayed code 2032 and ended the session.

Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n (B)(6)) found there was abnormal function of an integrated circuit on the hybrid circuit board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.